Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle 300¿cup was revised. Patient is an amputee and has had multiple surgeries. Fractured acetabulum well after initial after surgery. There was no surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: left hip.